Event description:
It was reported that three (3) interlink system continu-flo solution sets leaked. The tubing was not staying connected to the hub which caused fluid from the IV (intravenous) bag to leak. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 expiration date and UDI #, h4, h6 and h11. D4 expiration date: update to n/a. H11: the actual devices were not available; however, five (05) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leaks. Pressure, clear passage under water, leak, and dimensional testing at the male luer along with priming were performed on the samples; the devices were found to be within the product specifications. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.